Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative rep laced the camera. The navigation system then passed the system checkout and was found to be fully functional. B01, c13, c02, d02 are applicable. H6: multiple fdd/annex a codes were reported. A0709 was coded for the camera not seeing the tracker and frame. A1102 was coded for the localizer not connected message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system showed that the localizer could not be connected during a case. They were about to perform a spin, but the camera wouldn't see the tracker and frame for them to continue. They swapped out the system to continue the case. The network device interface (ndi) toolbox indicated tat the internal camera battery was dead. The most likely / suspected cause of the issue was a malfunctioning internal localizer battery. The delay was about 10 minutes, and there was no reported impact to patient outcome.